Event description:
Initial troponin t result of 0.124 ng/ml. Same sample repeated twice recovered 0.035 ng/ml each time. The initial result was not reported. The field service rep was unable to determine cause. If additional info is received, appropriate notification will be provided.